Event description:
The single trigger rotary was sent for service and it was noticed during performance testing at the MFR that there is fluid on the outside of the battery plate. No adverse event was associated with the device.

Manufacturer narrative:
It was noted during failure analysis that the ebox was leaking fluid.